Manufacturer narrative:
Sections with additional information as of 26-mar-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Sections with additional information as of 03-mar-2020: h6: updated FDA's method, result, and conclusion codes. H10: complaint was forwarded to packaging based on complaint's description for investigations. No product was returned to thi. Internal evaluation has been completed by packaging; no abnormalities observed. H10: most likely underlying root cause: mlc-61: improper use / mishandled by end user. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Manufacturer narrative:
Internal report reference number: (B)(4). Pending packaging investigation.

Event description:
Consumer reported complaint for missing package item(s). The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. The test strip lot manufacturer¿s expiration date is 01/31/2021 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.